Event description:
The event involved a chemoclave® vented bag spike where the customer reported that there was a leak during preparation of chemo (unspecified). The location of the leak was reported to be between the connection of drug bag and spike. There were no obvious defects noted on the product and no other defects noted. The device was not reprocessed. There was no patient involvement reported and no patient harm/adverse event reported. Additional information was received which stated that there was a chemo spill/exposure to the healthcare worker.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.